Event description:
The customer reports the patient had a quinton swan neck catheter placed on (B) (6)2007 and on (B) (6)2009, it was noticed the patient had a leak in his tubing, at the end of the adapter site. The catheter was repaired and vancomycin given in the ER on (B) (6)2009. Patient developed s/s peritonitis 3 days later.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.